Event description:
According to the rptr: the grip jammed while firing and surgeon resolved this problem after changing a new one. Additional information received from the subsidiary stated the procedure was converted to open. The device had locked on tissue.